Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no excessive no delivery or motor error alarm. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer treated their high blood glucose with a manual injection. Customer's blood glucose reading went as high as 450 mg/dl. Troubleshooting for no delivery alarm was performed. Customer resolved the issue with complete set change. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer advised the motor error alarm occurred during bolus delivery. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.